Manufacturer narrative:
During the evaluation of the returned autopulse platform, a ua 7 was found and resulted from a defective processor board. The visual examination found no physical damaged observed upon receipt. The platform stopped after a few compression due to ua 7 (user advisory 7 - discrepancy between load1 and load2 too large). Load cell characterization test confirmed that the load cell module 2 was not responding due to the defective processor board. The defective processor board was replaced to remedy the issue. Device history records was reviewed for service information related to the reported event and no similar complaint was reported for autopulse platform s/n (B)(4).

Event description:
During servicing of an autopulse platform, an error message user advisory (ua) 07 (discrepancy between load cells too large) was displayed. No patient was involved.